Event description:
Customer reported that she received a lost sensor alert while she was trying to change the battery. The blood glucose reading was 254 mg/dl. The transmitter ID was programmed correctly in the insulin pump. She stated that the insulin pump was communicating with the transmitter. She stated that the sensor appeared to be fully inserted and flat against the skin. Customer was advised to disconnect sensor from transmitter and check the connection, and she found no damage. While reconnecting the transmitter to the sensor, customer pulled out the sensor. When she was inserting the new sensor, the needle part broke in the serter. Customer stated that this also happened when she was training on how to use the sensor. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.